Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
The initial report stated that the tubing that is attached to the dilator-that goes inside the pt (child) split and came away from its attachment. Add'l info received on (B)(6) 2010 stated the chest drain tube was placed correctly and remained in the pt for approx 3 weeks prior to noticed defect. The hospital ward protocol is to place tape on the drain and on the connector of the drainage system after the drain has been inserted (this is why there is tape on the faulty drain). The problem with the drain was the shaft of the drain separated from the drain itself. Although this was not noticed until week 3, the physician feels the drain separated most likely on week 1, but was held together due to the tape. The drain was clamped to prevent air from entering and the drain was removed. Pt outcome is unk as not provided by reporter.